Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, while closing the vaginal cuff, the suture broke and the needle fell into the patient's cavity when the surgeon pulled the suture. The surgeon located the needle and retrieved it with a grasper. A new needle and new endostitch device were use to resolve the issue and complete the case. There was no patient injury.